Manufacturer narrative:
This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on (B)(6), 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation it was determined that this was an isolated case. An internal action was opened to address this issue. No information (ni) regarding the section e as there is no information for the reporting party's name, phone number, and email address. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30886190l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a afib ¿ paroxysmal ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that steam pop occurred, and blood pressure decreased. Timing when complaints occurred was approximately twenty minutes after performing rpvi (right pulmonary vein isolation), while the ablation of the carina on the posterior wall. Drainage was performed. Venous blood was drained. The procedure was interrupted. Blood pressure returned after drainage, and the patient was fully conscious. Transseptal septal puncture was performed with rf needle. Ablation was performed before tamponade was identified. Steam pop was confirmed. Irrigation catheter¿s flow rate setting: 15ml ~ 4ml with the qdot 50w. The physician's opinions on the relationship between the event and the product was that there was no relationship with the jjkk product. Because venous blood was drained, it is considered that the sheath of sl0 was not able to go over the la (left atrium), and the ablation of the carina was conducted from the epi side, which seemed to have caused the pop. With vizigo, the ablation of the rpv was able to conduct in the left atrium, but with sl0, it was not able to be inserted to the rpv. There were no abnormalities observed prior to and during use of the product.[relevant medical history]: -none. Transseptal puncture was not performed. Prior to noting the pe (pericardial effusion) or CT (computed tomography), ablation was performed. The event occurred during the ablation phase. Irrigated catheter was used in the event, the flow setting was 4ml~15ml, 50w for qdot. Dashboard; vector; visitag were used.fot and tag index was used. Product not available for return. Additional information: generator parameters :temperature control mode with 47 degree threshold. The noted temperature, impedance and power --- approx. 43 degree and 110-120 impedance. The length (minutes and seconds) of the ablation cycle when the pop was observed at the same tip position: pop occurred likely the transseptal zone but catheter tip was located the behind roof of rpv (right pulmonary vein). Ablation duration was 9 sec. No error message was observed during the procedure. Patient fully recovered. Ngen generator was used. Transseptal puncture performed by baylis rfneedle. There was evidence of steam pop. Correct catheter settings selected on the generator and pump switching from ¿low¿ to ¿high¿ flow during ablation. Visitag module was used with parameters for stability of (range; time; fot; tag size) 3mm; 3sec; 3g 25%; 2mm. Clinician note: the event occurred during ablation and the qdot micro catheter was utilized during ablation. Therefore, it is reasonable to clinically conclude the soundstar catheter is considered a concomitant product as its functional relies on measurement of fluid and not touching cardiac tissue. Therefore, it is reasonable to clinically conclude the qdot as the suspected device and the soundstar catheter is considered a concomitant product as its functional relies on measurement of fluid and not touching cardiac tissue. Steam pop is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.